Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The device had cracked case at display window corner, minor scratches on the lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump alarmed button error. He attempted to clear the alarm but wasn't able to. Customer's blood glucose was unknown, but an hour prior to the alarm occurring it was approximately 89 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.